Event description:
It was reported that the patient presented to the hospital with palpitations due to phrenic nerve stimulation. When the cardiac resynchronization therapy pacemaker (crt-p) was interrogated, a red screen appeared indicating that the device was in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the patient presented to the hospital with palpitations due to phrenic nerve stimulation. When the cardiac resynchronization therapy pacemaker (crt-p) was interrogated, a red screen appeared indicating that the device was in safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device will return for analysis.